Event description:
The device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.1., d.4., d.7., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side ¿capsular contracture, baker grade IV.¿ the device remains implanted.